Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two performa meters, within 10 minutes: 304 mg/dl (system 1) and 105 mg/dl (system 2). No adverse event was reported. No remaining strips were not available; therefore, no product could be requested to be returned for product evaluation.